Event description:
Pharmacist reported that a post operative patient experienced shortness of breath then developed a myocardial infarction during a pca infusion of dilaudid. The patient was on the surgical floor after her procedure when she complained of shortness of breath. She was transferred tot he intensive care unit, given naloxone (dose unknown) to reverse a possible opioid overdose, and monitored closely. The patient was diagnosed with a myocardial infarction and is now recovering and doing well on the medical floor. The customer would like to review the key stroke logs of the pca to ensure that a continuous dose was not programmed in error. The pca "dose only" function should have been programmed as was ordered. The customer stated that the volume of the medication that was infused was appropriate and that he does not believe the patient received an overdose or extra medication but wanted to confirm the programming that was set on the pca pump. Customer state that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The pc unit and pca module event logs and the hospital data set have been received. A log review is pending. A follow up report will be submitted once the investigation has been completed.